Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsons dual and movement disorders. It was reported the patient's stimulation was turned off somehow and they didn't turn it off. It was reported yesterday the patient was having trouble with tremors. The patient added that their medication and it helped. It was reported the patient usually charges every three days and when they go to recharge there is usually 20% of battery left. It was like this yesterday and they charge it to 100%. The caller stated they checked the stimulator this morning with the patient programmer and the stimulation was off. They turned the stimulation back on and the patient was doing fine today. The caller inquired about how the ins turned off. It was reviewed if the battery gets low enough the ins will shut off. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.